Manufacturer narrative:
The investigation has been completed. No product was returned. As the necessary information was not provided, the root cause of the ectopy was not determined. Clinical reported pump repositioned after found to be deep in ventricle. Information not provided as to how mispositioning occurred. The root cause of the positioning issue was not determined as no product was returned and insufficient information related to failure was provided. No product was returned for analysis. The data logs do not show any positioning related issues or motor current spikes. Clinical confirmed pump was mispositioned and pigtail caught in muscle trabeculae. Clinical noted that repositioning resolved hemolysis. The root cause of the hemolysis was most likely due to improper positioning as evidenced by clinical mention of hemolysis resolution after retracting and repositioning pump from contact with muscle trabeculae. The cause of the thrombocytopenia was not determined due to insufficient clinical details. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant reported the patient was on impella cp support and during support, the patient had ectopy. The pump was found fairly deep and the impella was repositioned. The ectopy resolved. Additionally, the complaints team received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured premature ventricular contractions with a "definite" relationship to the impella device used: ¿on (B)(6) 2025, left cp impella placed for hemodynamic support during emergent pci. Left impella has been leading to new pvc¿s post placement. Shortly after arriving to the ICU started having high burden of pvcs and then non-perfusing nsvt. Impella looked deep on ultrasound, was retracted which did improve pvc burden, but ectopy was still frequent enough that lidocaine infusion was started. Still deep on repeat limited echo but looks like the pigtail catheter somewhat caught up in some of the muscle trabeculae. He is having hemolysis but this is actually improving after retracting the impella. Plan: left impella readjust as needed by interventional cardiology due to pvc's. Amiodarone 1.8 mg/ml and cangrelor 50 mg. Monitor telemetry. On k+, mg+, ca2+ replacement protocol. Repeat limited echo (B)(6) 2025 showed impella in appropriate position in the lv cavity. Impella removed and amio and lidocaine dc¿d (B)(6) 2025. No ectopy or sustained arrythmias on tele.¿. The patient recovered with no sequelae.